Event description:
Report received from united states indicating that device displayed e8 error. It is known the device was used in surgery. It is known that there was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation is completed or add'l info becomes available, a supplemental report will be sent. (B)(4).